Event description:
The patient reportely had a skin flap infection (mycobacterium fortuitum). The patient was treated with antibiotics. However, the infection did not resolve and a decision was made to explant the device. The patient's device was explanted.